Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and found fault codes 55, 74, 111, and 112 in the fault logs. The fse reloaded the software to resolve this issue. The iabp was returned to the customer cleared for clinical use. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
The customer reported that while the intra-aortic balloon pump (iabp) was in use on a patient it unexpectedly shutdown. No adverse event has been reported.